Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient mentioned a historical event which involved having a bad fall about 6 years ago, and since then they get shocks going down their leg to their foot when they get near a microwave or anything electric. The patient already called their new bladder doctor and spoke to their nurse, and the nurse told the patient they would need to call medtronic before they follow up with the patient. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to patient registration services to update the patient's managing healthcare provider information.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.